Event description:
A pt, scheduled for a bilateral lasik procedure, had the right eye treated with another pt's treatment.

Event description:
Additional info received from customer noted patient had additional sugery in 08/2002; artisan lens implanted od. Postop bcva decreased to 3.0. Surgeon plans additional procedure after sutures have been removed and eye is stable.